Event description:
It was reported that the patient received an inappropriate atp therapy due to multiple supraventricular tachycardia events. Programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.